Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During a procedure, x-ray images of plane a were displayed blurred with stripe artifacts. Plane b of that biplane system was not affected. The procedure was then continued and completed with an alternative system. During an onsite service intervention a defect of the "copra/ceb" circuit board was detected. After replacing this component, the problem was solved and the error has not recurred. Further investigation revealed that there had been a power failure at the hospital on the same day. Whether this power failure had caused the defect of the "copra/ceb" board could not be determined retrospectively. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported a blurred image in plane a as well as line disturbances. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.